Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio 2 meter powers off during use. The complaint was classified based on the customer service representative (csr) limited documentation as the patient ended the call. The patient claimed that the product issue began "last week". The patient manages his diabetes with a combination of medications including oral medications. He reported that on an unspecified date /time he experienced symptoms of dizzy and lightheaded but was unsure if this was a result of the alleged product issue. The patient reported that he took an additional 500mg of metformin on an unspecified date /time. No medical intervention was reported. At the time of troubleshooting, the csr noted that the meter was not being used for the first time and based on the information provided there had been no misuse of the product, the batteries did not require to be replaced and the type of battery was alkaline. The csr educated the reporter on the meter's behaviour and auto-shutoff and the issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.